Event description:
Femostop was placed on pt in middle of the night. The pt later noted to have embolization of the lower leg, both arterial and venous. According to hospital management, the person putting on the femostop had not been trained.

Manufacturer narrative:
As the product was not returned and the lot number was unavailable, we were unable to identify a definitive root cause. We do not believe that there is any evidence of device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.